Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a bypass procedure, the device was loaded several times with no problem, but then this particular load was dropped in the patient. The needle and suture were both recovered. They used another reload after this and it was hard to unload. The product will not be returned because it was thrown away. They continued to use the handle and threw it away after the case. There was no injury to the patient.